Event description:
It was reported that when using the bd pyxis¿ medstation¿ es picusouth device was not detected on the bus. The customer performed a reboot; however, recovery attempts were unsuccessful. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the refrigerator main door failed to open. A field service engineer assisted customer to reboot and power cycle the station to resolve. Customer confirmed and resolved the issue. The system functioned as intended after the field service engineer assisted customer to resolve the issue.